Event description:
Report received of a non-delivery of magnesium sulfate. The pump was programmed to deliver 50ml per hour of magnesium sulfate. The solution was initiated by the evening nurse and monitored by the night nurse. The day nurse noted that the pump was set on "run", but the solution was not infusing. The pump display was blank. The patient's doctor was notified. The patient received a bolus of magnesium sulfate and was transferred to a different hospital. Though requested, no further information was available.